Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on lvas support and no further related issues have been reported at this time. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a subarachnoid hemorrhage (sah). Aspirin and warfarin were placed on hold. No additional information was provided.